Event description:
The patient had prophylactic generator replacement. It was noted that the patient came into the ER complaining of pain and shocking, so the hospital staff felt that it was an urgent matter and had the battery replaced right away. The explanted generator was discarded after surgery. It was noted that the physician believed that the painful stimulation was most likely due to low battery. The pain was in the neck but was minimal. When asked if per the physician the intervention was for patient comfort or to preclude serious injury, it was noted that the replacement was due to low battery life. No other relevant information has been received to date.